Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Received information that load filling was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed after multiple attempts. Reportedly, the cartridge had been filled with 150 units. There was no known impact to the customer's blood glucose level.